Manufacturer narrative:
No medwatch form was received. Late due to re-evaluation of event. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was dislodged and high thresholds were observed.